Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tamper seal missing and was unable to download the event history log. Functional testing found the pump constantly alarmed 'no power' due to a defective memory protection unit (mpu) board. The defective board was replaced. The root cause of the reported issue was found to be component failure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was deemed defective due to mainboard malfunction. It is unknown if there was no patient, or clinician injury associated with this event.